Event description:
It was reported that during follow up, the physician was unable to interrogate the device or activate the device with the patient activator. A replacement procedure is scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).